Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio found that the keypad overlay was delaminating from the circuit board. Physio replaced the device's keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Because the replaced keypad was scrapped root cause cannot be determined.

Event description:
The customer contacted physio-control to report that the power button on their device intermittently does not respond. There is no patient involvement in the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the power button on their device intermittently does not respond. There is no patient involvement in the event.